Event description:
The customer reported that the unit sparked and flashed when it was plugged in.

Manufacturer narrative:
All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The reported event indicated the unit sparked and flashed when plugged in. The unit was returned to the service center and an evaluation was performed. The unit was received with the power cord and power cord door missing. The unit was disassembled inspected internally and externally. The unit powered on under both ac and battery power with no anomalies noted. The unit ran for over 16 hours with no anomalies noted. The handle portion of the rear housing is deformed causing a gap in the handle region, between the front and rear housing. The ac power input plug (power entry module) found signs of arcing, corrosion and possible fluid ingress. The unit was triaged. Service has changed all parts in this unit that were either damaged, needed upgrade, or missing from the unit. The unit passed safety and performance testing and was processed pursuant to current procedure. Due to the service technician's observation of signs of arcing, the reported customer complaint is confirmed. The reported customer complaint is confirmed. The root cause for the service identified issues of housing damage, damage components, liquid ingress, and corrosion on pcb was determined to most likely be user misuse. These issues contributed to and/or created the conditions of arcing, corrosion and fluid ingress on the power entry module resulting in the customer reported event. This complaint will be used for tracking and trending purposes.